Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate to severe lvot calcification) likely contributed to the reported aortic root rupture and subsequent coil placement/occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference to article: chakravarty, t., cox, j., abramowitz, y., lange, d., miyasaka, m.,dohad, s., cheng, w., makkar, rr. (2018). Circulation: cardiovascular interventions. Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/29444999.

Event description:
As reported by an article, ¿percutaneous management of aortic root rupture during transcatheter aortic valve replacement with coil embolization¿, a (B)(6) patient underwent a tavr procedure and a 29mm sapien 3 valve was implanted. Post procedure, a large pericardial effusion was noted. Immediate pericardiocentesis was performed. Selective aortic root injection with a 6fr al1 catheter resulted in the identification of the aortic root rupture site. A 2.6fr microcatheter was advanced over a wire into the periaortic space created by the root rupture and 4 coils were deployed in succession, with successful occlusion of the aortic root rupture site. The native annular valve area measured 541.8mm2. Moderate to severe left ventricular outflow (lvot) calcification was reported. Information regarding the patient¿s gender was not reported.